Event description:
It was reported the patient is not receiving stimulation. There is no communication between the patient's scs programmer or charger with the scs ipg. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.